Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that it was confirmed that patient had a transient ischemic attack (tia) and that patient was discharged from physical and occupational therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
Related manufacturer reference numbers: 3006705815-2021-02946, 3006705815-2021-02947. It was reported that, following implant procedure on (B)(6) 2021, patient may have had a transient ischemic attack (tia) and experienced left upper extremity weakness, facial numbness, and an irregular heartbeat. The patient was hospitalized for five days and began physical and occupational therapy. The symptoms have improved.